Event description:
While injecting flu vaccine noted that the vaccine leaked out of the needle, causing the patient to be injected twice. Occurred 3 instances in same day. Ref reports: mw5162474, mw5162475.